Event description:
It was reported that a minimum fill notification occurred after the user reloaded the cartridge with less than 80 units of insulin remaining. There was no adverse impact to customer's blood glucose. Customer reportedly loaded a new cartridge and successfully resumed insulin delivery.